Event description:
It was reported that, approximately four months post implant, the leadless implantable pulse generator (ipg) exhibited suspected loss of capture on telemetry. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.